Event description:
The pump was returned to the manufacturer by a crematorium. No info was provided regarding the cause of death. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.